Event description:
Customer complaint - limited data available stated device overheats. Does not turn off with timer. Received device as a gift. Does not have an amazon order number.

Event description:
Customer complaint limited data available customer stated that the device overheated.